Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product noted the screw head fractured confirming the complaint. Scanning electron microscope (sem) analysis of the self-tap screw sample showed that it fractured due to torsional overload. Self-tap screw fracture showed ductile overload sheared dimples indicating torsional overload mode of fracture. Energy-dispersive system (eds) semi-quantitative elemental analysis of the self-tap screw sample showed that it was consistent with ti-6al-4v alloy conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has be completed, a follow-up MDR will be submitted.

Event description:
It was reported that operation was performed with ti-versa and during the procedure, as the tap screw was inserted into the distal lateral position, the screw was fractured and taken off from head part. The surgeon tried to remove the shaft part but it couldn't be removed from the patient, only head part was available. There was a surgical delay of less than fifteen minutes. No additional information is available from the event.